Event description:
The customer stated that he was hospitalized with a high blood glucose of 337 mg/dl. The customer stated that the cannula was bent when removing the infusion set. The customer also felt that the infusion set got stuck along the inside wall of the insertion device when inserting the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-05847.